Event description:
Report received of a non-delivery of dopamine in the homecare setting. The pump was programmed to deliver dopamine at a continuous rate of 5.9ml/hr, which was reported to be 5.9mg/hr. The pump gave an audible alarm and displayed a low battery message on saturday night. At this time, the patient's spouse replaced the batteries. The pump was restarted. In the morning it was reported that the pump had stopped infusing sometime during the night. The patient's spouse called the customer and the pump was exchanged. The spouse estimated that the dopamine was off for approximately 6 hours total, including replacement time. The customer reported the patient experienced shortness of breath. The patient was already receiving continous oxygen. The infusion was resumed and no new interventions were needed. Though requested, no further information was available.